Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The medtronic representative replaced the ethernet panel and reported the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after replacement. The hardware investigation found that the reported event was related to a hardware issue. The pins inside the connector were crushed. A medtronic representative, following up with the site, reported that the damage was caused by someone tripping over the network cable. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the site could not get a green line of communication. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.